Event description:
The pump was returned for investigation. Investigation revealed that a component on the printed circuit board had failed. Evaluation also revealed a dim, discolored display screen. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the pump history showed evidence of short battery life with a voltage drop on (B)(6) 2013. The alarm history showed several low battery warnings. The pump powered on and revealed that the display screen was dim and discolored. During testing, sleep current draw was found to not be within required specifications. The pump¿s case was removed and evaluation revealed that an electrical component on the printed circuit board had failed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).